Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a round filters w/indicator was used during sterilization. According to the complainant the filter had had visible pinholes that were noticed after sterilization of the set. This report is filed under aic reference xc 100042525 cc 400762310